Manufacturer narrative:
Product not returned.

Event description:
Consumer reported "my latest bag of plackers interdental angle brushes (16 pack) have only been lasting about two uses before the brush breaks off. Normally they last 10 times that long." Consumer stated he was half way through the package of 16 in the amount of time he/she typically uses only two brushes. "The metal is snapping at the point where the metal spine of the brush meets the plastic handle. The brushes break on the second or third use when inserting between the teeth, they tend to bend too easily and break."